Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 415 mg/dl. The customer treated her blood glucose level with the insulin pump to deliver a bolus. The alarm was resolved with an infusion set and reservoir change. The customer was advised that the device would be replaced and agreed to return the product for analysis.